Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient fainted and an ambulance was called. The patient was taken to the hospital but was unable to provide further event details. The patient was discharged on (B)(6) 2025. At the time of the report the patient was normal. At an unspecified time of the event the cgm reading was 3.0 mmol/l and the bg reading was 6.0 mmol/l (not confirmed if it were after treatment values). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).